Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
(B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zlb00 intraocular lens (iol) was implanted in the patient's right (od) eye on (B)(6) 2019. It was later explanted on (B)(6) 2020 due to patient intolerance of the multifocal lens. The replacement lens is a zcu150. At exchange, there was no incision enlargement and no injury reported. The current patient status was reported as doing ok. No additional information was provided.

Manufacturer narrative:
Device available for evaluation; returned to manufacturer on: 3/31/2020. Device evaluation: the product was received in a plastic bag identified with patient stickers for the complaint and replacement lens. Visual inspection under magnification revealed viscoelastic residue on the optic body and haptics and that the lens was returned cut in half, which is consistent with a lens that was handled during explant. Furthermore, marking holes were observed on the lens, which identifies this lens as a toric lens and not a multifocal lens as described in the initial report. Several follow up attempts have been made to address this issue, although no information has been received. If additional information is received after initial closure, the ir and compliant file can be re-opened to complete the return investigation. Based on the return condition of the lens, no product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency was identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. Historical data analysis: a search of complaints revealed no other complaints have been received for this production order number. Conclusion: as a result of the investigation, there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.